Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0365, awareness date 12-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported the pain, the mood swings and depression were the worst feeling that a person could encounter. She stated she was (B)(6) and will be having a hysterectomy in (B)(6) 2015 due to complications from essure. Follow-up received on 20-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0675). No new clinical information was provided. Product technical complaint investigation and final assessment were received on 03-sep-2015: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled due to complications from essure. The reported event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case limited information was provided. Nevertheless, given event's nature and in the lack of alternative explanation; causality with the suspect device cannot be excluded. Additionally, non-serious event depression was reported. This case was considered an incident, since a surgical intervention will be required. According to the product technical analysis; no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.